Event description:
It was reported that the lens was removed from the patient's right eye intraoperatively due to a "groove" noted in the center of the lens optic upon implantation. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of same model was implanted successfully. Please reference MDR#: 1119279-2013-00202 for the intraocular lens.

Manufacturer narrative:
The delivery device was returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.